Manufacturer narrative:
Analysis of programming history.

Event description:
During MFR review of a vns pt's programming history, it was noted an interrupted systems diagnostics test occurred that caused the vns settings to change unintentionally on the day the vns therapy system was implanted. The change was noted 15 days later and the settings were corrected.